Event description:
It was reported that a schantz screw broke at the thread shaft junction while being backed-out/removed during a total knee arthroplasty procedure of the right knee. The broken piece was left in the patient as it was too difficult to remove. No patient harm or surgical delay was reported. Procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient weight is unknown. Device broke intra-operatively and was not fully implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.